Event description:
Upon disconnecting pt's 46hr 5fu cadd pump, this rn noted the bag of chemotherapy was full and the pump read 'stopped'. Pt did not receive any chemotherapy. Pt noted hearing a beep throughout the 46hr infusion but did not feel it was alarming enough to call infusystem. Upon reviewing pump event history, pump was started, then stopped d/t occlusion alarm but never restarted before patient left cancer center. All clamps were open. Provider notified and per pt's request, chemo disconnected and disposed of. Cadd solis vip pump serial number not included in report. Pt code: 4582. Device codes: 1503, 1171. Ref report: mw5181937.